Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that beginning (B)(6) 2015, the rv pacing impedance began rising from 380 ohms to 988 ohms on (B)(6) 2015, and beginning (B)(6) 2015, the max rv capture threshold rose to 2.5v. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and high pacing threshold. The lead was suspected to be fractured. The lead remains in use. No patient complications have been reported as a result of this event.